Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Field service engineer (fse) confirmed nav-ring failure. Fse replaced front bezel, and top cover. Device was put back into service.

Event description:
The customer reported that the ventilator unit's navigation ring (nav-ring) was not working. There was no patient involvement reported.